Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer'ss experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device has been explanted but has not been made available for investigation.

Event description:
The patient had a loss of hearing performance and has been re-implanted. The device has been requested but not received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a loss of hearing performance and has been re-implanted.